Event description:
It was reported that blood on the device was observed. The tortous target lesion was located in the left anterior descending artery, left circumflex artery, and right coronary artery. A sled system accessory was selected for use. However, when the physician unpacked the device there was blood on it. The sterility of the device was compromised. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the sled was returned in overall good physical condition. It was returned with no traces of blood on the outer surfaces. The lot number sticker was missing. The sled could properly connect to the motor drive unit 5 plus. During functional testing using a test catheter, the sled could properly pull back and performed within specifications. The sled could be manually pulled back with the mdu5+ in place. No disconnect error message. No issue going between automatic and manual pullback. Mdu5+ was picked up by handle and also shaken holding the handle, both resulting in no disconnect error message. Sled lay flat on table with no movement or shaking. There were no issues with the returned sled.

Event description:
It was reported that blood on the device was observed. The tortous target lesion was located in the left anterior descending artery, left circumflex artery, and right coronary artery. A sled system accessory was selected for use. However, when the physician unpacked the device there was blood on it. The sterility of the device was compromised. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.